Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the estimated residual longevity displayed on (B)(6) 2020 was 26 months. However, during a follow-up performed on (B)(6) 2020, the estimated residual longevity was 7 months. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).

Event description:
Reportedly, the estimated residual longevity displayed on (B)(6) 2020 was 26 months. However, during a follow-up performed on (B)(6) 2020, the estimated residual longevity was 7 months. Preliminary analysis revealed that, based on available data, normal battery depletion occurred (according to hrs guidelines).